Manufacturer narrative:
E1 ¿ facility name: (B)(6). To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited ¿error 216¿ and had a physical damage. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to the following field(s): a2, a4, a5, a6, b5, d4, d9, h6 and h10. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage from the video connector, zoom and focus grips. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the e226 (communication) error was displayed due to cable damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event was found during a routine inspection. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h2, h8. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of the investigation, it is likely e216 was displayed due to physical damage to the video connector. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue.   Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited ¿error 216¿ and had a physical damage. There were no reports of patient harm.